Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to burning smell from solenoid. A field service engineer replaced the solenoid and controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system had storage space failure and produced a burning smell. When the user attempted to recover failed storage space, an alert of ac power failure flashed before shutting down. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to burning smell from solenoid. A filed service engineer replaced drawer solenoid and controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer and produced a burning smell when attempted to recover failed storage space alert of power failure. During device inspection, a field service engineer found that the burning smell was from the half height enhanced cubie drawer solenoid. There were no adverse events or injuries reported based on this event.